Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be the software not fully supporting the startup sequence, hence creating a synchronization timeout. In consequence the software was updated accordingly. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Loud alarm during power on, error message "ventilation unit startup stopped", forced to restart device, language lost, error message 249010. After reseting languiage to no, it occured again,

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Detailed complaint and failure description: "loud alarm during power on, error message "ventilation unit startup stopped", forced to restart device, language lost, error message 249010. After resetting language to no, it occured again, " no ventilation or therapy possible, patient not connected. Ventilation cannot start during start up. The issue may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death. Neither is the issue likely to be serious to public health but is likely to cause serious injury or death if it were to recur.

Event description:
Loud alarm during power on, error message ventilation unit startup stopped, forced to restart device, language lost, error message 249010. After resetting language to no, it occured again.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. (B)(6) 2024: a detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. No patient involvement, as the device failure occurred during startup. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. The root cause was attributed to a hardware related failure of the esm board (msp (B)(4)), causing technical failure tf (B)(4) - jtag not working at start-up and the failure of the self test. The correction consisted in the exchange of the esm board (msp (B)(4)). There was no harm to the patient, user or third party. The device was produced before 2015. No UDI available.

Event description:
Device failed self-test during booting. Tf code: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. 2024/08/19. A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. No patient involvement, as the device failure occurred during startup. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. The root cause was attributed to a hardware related failure of the esm board (msp 161658), causing technical failure tf 281002 - jtag not working at start-up and the failure of the self test. The correction consisted in the exchange of the esm board (msp 161658). There was no harm to the patient, user or third party. The device was produced before 2015. No UDI available. Hamilton medical ag complaint number: cer (B)(4). Follow-up 3 - corrected information: UDI related data quality updates only. Creation of UDI was not a requirement at the time of manufacturing of this particular device with the serial number (B)(6) (prior to 2015) and had not yet been implemented in production. An UDI (including UDI-pi) will therefore not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Device failed self-test during booting. Tf code: 281002.